Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high shock impedance measurements greater than 2000 ohms. Additional information indicated the patient was brought in and the lead integrity was testing through multiple impedance tests and everything was normal.

Event description:
Subsequent information indicates that the patient was seen for a revision procedure. It was suspected that the patient's right ventricular (rv) lead and right atrial (ra) lead had sustained subclavian crush. The device were explanted. During the explant procedure it was noted that the header came free from the body of the device. The device is to be returned for analysis. There were no adverse patient effects reported.

Event description:
Additional information indicated there was an episode of one to one tachycardia detected in the ventricular tachycardia one monitor only zone and accelerated into the vt zone and the patient received inappropriate anti-tachycardia pacing (atp) and shock therapy. No adverse patient effects were reported.

Manufacturer narrative:
Our records indicate this device remains implanted. If additional information is received, this report will be updated.

Event description:
Additional information indicated a red alert was issued for high pacing impedance measurements greater than 2000 ohms. Additional information has been requested; however, no further information is currently available. No adverse patient effects were reported.

Event description:
The first sentence should be corrected to reflect high shock impedance measurements greater than 125 ohms. Additional information indicated isometrics were performed and noise was reproduced. A technical service (ts) consultant was contacted to review an episode and determine if it was a true event or if caused by noise. Ts indicated that the shock impedance measurements have been high for a while but the out of range pacing impedance measurement was new and there was only one measurement out of range and then returned to normal. Ts indicated the out of range measurements could be intermittent or positional. Isometrics were performed and when the patient pushed their hands together or crossed their arms, the pacing impedance measurements were greater than 2000 ohms; however, is intermittent. There was also noise produced with these movements but the noise was not oversensed. The physician has programmed the device to monitor only until a lead revision procedure can be performed.

Event description:
The device was returned for analysis.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory the device was thoroughly inspected and analyzed. Visual inspection noted that the header was completely separated from the pg case and was only held on by the radio frequency antenna wire. All other feed thru wires had been broken off. No medical adhesive was noted on the pg case. Electrical testing was not able to be performed due to the broken feed thru wires. Review of the memory noted intermittent high and low impedance readings in the lv, rv, ra and v-shock in the last year of recorded data that is available. The loose header may have contributed to the intermittent high and low lead impedances noted in the memory and described in the events.